Event description:
It was reported that this pacemaker system exhibited under sensing as well as loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This system remains in service.